Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generators had an e433 error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: h2, h4, h6 and h11. Corrected fields: b5 and d5. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'it was reported that the generator had an e433 due to pedal rolled into the carriage when ignition. It was unknown when issue occurred.'